Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the defibrillator charged to a different energy level than was selected, and also that the defibrillator mode unexpectedly jumped from manual mode to AED mode. There was no patient involvement.